Manufacturer narrative:
The user reported a hospitalization event that occurred on (B)(6) 2025, during which they were diagnosed with pancreatic cancer. At the time of contact, the user reported feeling fine. The event was not related to diabetes or glucose measurements. Per review of the data management system (dms), the user has not been using the system since on (B)(6) 2025 at 2:33 pm.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization event that occurred on (B)(6) 2025, during which they were diagnosed with pancreatic cancer. At the time of contact, the user reported feeling fine. The event was not related to diabetes or glucose measurements. Per review of the data management system (dms), the user has not been using the system since on (B)(6) 2025 at 2:33 pm.